Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. One unpackaged ar-12350f serial/batch number 15122994 was received for investigation. Functional testing found the instrument is working as designed. Upon visual inspection, damage was noted around the flushport luer; however, the component remains immobile. It was noted a bent on the shaft. No problem found.

Event description:
It was reported that the connector for suction/rinse is loose. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.